Event description:
It was reported that, "acet cage trial shell impacted. Cross stripped threads and cup shell is abnormally angled on impactor handle."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.